Event description:
It was reported that the patient line on a homechoice (hc) cassette was observed to be cut during the setup of automated peritoneal dialysis (apd) therapy. The home patient (hp) was not connected when the issue was noted. Troubleshooting revealed that the hp used a sharp object to open the box of cassettes. The technical service representative reviewed proper procedures and instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient (hp) reported using a sharp object to open the box of cassettes which is a known cause of the reported damage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to use a knife, scissor, or other sharp object to open the packaging. It further instruct the user to open the case by hand. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.